Event description:
Boston scientific corporation became aware of an event in which when the subject device was pulled back to change for repositioning, it could not be pulled back fully. Although, the pusher wire was pulled out completely, a segment of the main coil could not be drawn into the microcatheter. The patient was reported in good condition.